Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. During the procedure, one of our resolution clips was prematurely deployed and fell off. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to 02/01/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. During the procedure, one of our resolution clips was prematurely deployed and fell off. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on march 26, 2024: it was clarified that the clip was opened out of the box, and it was already deployed.

Manufacturer narrative:
Block b3: date of event was approximated to 02/01/2024 based on the date the manufacturer became aware of the event. Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on march 26, 2024. Block h6 has been updated to code for premature deployment outside the patient, deeming this a non-reportable scenario.